Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices them self could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. Prior to the analysis of the device data, the quality documents accompanying the manufacturing processes for both devices were re-investigated. All production steps were performed accordingly and in particular the final acceptance tests proved both devices functions to be as specified. During the analysis of the provided data, ineffective stimulation post implantation could be confirmed. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the devices them self would be necessary to determine the root cause. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
During the implantation, a loss of capture was observed. It was also reported that the lead had to be repositioned after the wound closure and no capture occurred again. The device was reprogrammed to unipolar stimulation. Due to this information evaluated during a case review it was decided to report the associated rv lead.